Event description:
The patient experienced 2 burns (nickel and dime size) on his upper thigh, proximal to where the grounding pad was placed. No other information is available at this time.

Manufacturer narrative:
No product is being returned for evaluation.